Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 3 devices were found to be affected by broken off and/or missing components. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 4 events were originally reported for this failure mode during the reporting quarter. 1 event was inadvertently excluded. 5 reported events are included in this follow-up record. Product return status 5 devices were received. Event confirmation status 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 1 device was found to be affected by a broken pin. 1 device was found to be affected by a broken locking lever. 1 device was found to be affected by a broken tdost post. 1 device was found to be affected by a damaged precision head with a piece missing. 1 device had no problem found.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had a component detach. 4 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.